Event description:
The patient experienced an increase in seizures, and the generator was replaced. No other relevant information has been received to date.

Event description:
The explanted generator was returned and received for product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the generator. An end of service (eos) message was verified in the pa lab. Burn marks were observed on the pulse generator case which indicated that the generator may have been exposed to electrocautery tools during explant. The pulsedisabled byte was reset to allow for output to be provided for testing. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the eos pulse disabled status, there were no performance or any other type of adverse conditions found with the pulse generator.